Event description:
The device was used during an appendectomy procedure. Reportedly, the handle broke and the instrument did not fire. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.